Manufacturer narrative:
.

Event description:
The customer reported that the ventilator is giving a flow calibration errors, but the problem was not duplicated. The customer reported there was no patient involvement.